Manufacturer narrative:
Continuation of medical devices: ddbb1d1icd implanted (B)(6) 2016.

Event description:
It was reported that occasional t-wave oversensing (twos) on the right ventricular (rv) lead was noted on the electrocardiogram. No inappropriate arrhythmias were detected. The lead remains in use. No patient complications have been reported as a result of this event.